Event description:
Customer's mother called reporting her daughter was at camp and she jumped in the pool while wearing her insulin pump. Customer's mother did not know customer's blood glucose at the time. She was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found on electronic assembly/motor. The insulin pump had minor scratches on lcd window, cracked display window corner and cracked reservoir tube lip.